Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of touch contamination and peritonitis with (B)(6) coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the consumer and nurse reported the following. On an unreported date in 2011, the patient experienced a touch contamination during pd treatment. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital and was recovering. Dianeal therapy was ongoing. The nurse reported the peritonitis with (B)(6) was due to touch contamination and not to dianeal therapy. An opinion of touch contamination was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11a06028 and h10j26102 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.